Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air in the device occurred. During a pulse field ablation procedure, the faradrive steerable sheath was prepared, connected to an irrigation pressure bag, and placed in the patient anatomy. A guidewire was passed through the faradrive steerable sheath and the transeptal puncture was completed using an unknown 98cm transeeptal needle. When the farawave catheter was inserted into the faradrive steerable sheath air formed in the syringe while purging the faradrive. Air ingress was noted from the hemostatic valve of the faradrive steerable sheath. The faradrive steerable sheath was exchanged for a new faradrive steerable sheath and the procedure was performed successfully. No patient complications were reported.